Manufacturer narrative:
Manufacture; corrected data: this information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
The hhd and software flashcard were returned on (B)(6) 2013 for analysis. An analysis was performed on the returned handheld, and the reported allegation was not verified. An analysis of the main battery verified that it was able to hold a charge. During the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery that prevented the main battery cover from seating properly and registering a false open battery latch condition. Although the main battery was swollen, it was able to hold a charge and power the handheld for over an hour. No other anomalies were identified during analysis. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013 information was received from the reporter stating that the physician¿s handheld computer was not staying on. The company rep helped to perform the troubleshooting for the physician over the phone and it was confirmed that the power light would come on (orange in color) but when a hard reset was performed while the handheld computer was plugged into the wall, the screen would go blank after the initial steps of the reset were started. The physician reported that the hard reset was performed several different times and that the screen always went blank just after the screen queried the person to tap the screen to proceed. The company rep noted that the handheld computer had been plugged in the entire time during troubleshooting and overnight. Follow-up from the physician indicated that the handheld computer is not turning on. The computer was stored in a box in an air-conditioned room. The handheld computer is to be returned for analysis. Attempts for additional information are ongoing.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.